Event description:
The head nurse reported to our sales rep that she was observing a surgery procedure and the surgeon seemed to have problems with the tightener. The surgeon noticed that it was not possible to fix the screws. Another tightener was used to complete the case.

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.